Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 days post implant of this aortic bioprosthetic valve, a permanent pacemaker was implanted due to sick sinus syndrome and complete heart block. No additional adverse patient effects were reported.